Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 3000 ohms. There was no capture in both unipolar and bipolar configurations, and undersensing was also noted. The patient experienced pain and it was thought that the lead caused a perforation. A surgical revision was performed and the lead was repositioned. The perforation was not confirmed; however, it was noted that the patient's symptoms pointed toward a perforation, and the lead was much further advanced via fluoroscopy at the time of the repositioning. No additional adverse patient effects were reported. The lead remains in service.